Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached the elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. It was further noted that the left ventricular (lv) lead exhibited high thresholds with high programmed outputs. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the high thresholds on the lead were due to patient anatomy and no programming adjustments were made to the lead.